Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not receiving relief or coverage on their right side. When mapping up and down both leads the patient only received coverage on the left. At various parts of both leads painful stimulation was felt in their ribs on the left or mid back where the leads were located. Imaging was performed and it was determined that the leads had migrated down a couple of contacts but remained midline and in the epidural space. The patient was given multiple new groups with hd settings. The patient planned on starting on c and were programmed on the 9/10 interspace as they were during their trial. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4) implanted: (B)(6) 2018 product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's lead was replaced on (B)(6) 2019. The representative planned on returning the lead for analysis. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018,: product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018,: product type: lead. Analysis of the lead serial# (B)(4) found insignificant anomalies- the lead/outer insulation was melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results of the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.